Event description:
The analyzer produced biased results on two beta-hcg pt samples and data invalid error codes. The pt results were repeated and corrected reports issued. The investigation determined that the scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb, beta-hcg and troponin I results to be produced. There was no report of pt harm as a result of this occurrence.